Event description:
It was reported to nova biomedical that a consumer was attempting to test his blood sugar and was receiving a repletive error code. He subsequently experienced a hypoglycemic event not requiring medical intervention but did require emergent food administration. The meter problem was corrected during troubleshooting and the consumer requested that there be no meter exchange as he is confident using this meter. No products will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.